Event description:
(B)(4). The tbm states the batteries swelled up in the base and the provider had to force them out and states he had to "melt" the battery box to get it back in the base. Ok per product manager to replace the base (B)(4).